Event description:
It was reported that during a follow-up in clinic, unexpected decreased battery longevity was observed. Abbott technical support reviewed session records and noted alerts for the device reaching elective replacement indicator (eri) and end of service (eos) in (B)(6) 2021. Further analysis indicated a charge time limit was reached in (B)(6) 2022, potentially due to the low battery voltage. A battery performance alert (bpa) was observed in (B)(6) 2022. The bpa did not occur earlier as the algorithm is dependent upon clinic interrogation when the device is not registered on merlin.net or upgraded with the bpa firmware. Device replacement is anticipated to be performed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
The reported event of premature battery depletion and charge timeout was confirmed by analysis. The charge timeout was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
Additional information was received indicating the battery performance alert (bpa) was only observed during interrogation with the programmer due to the physician electing not to update the device with the battery performance upgrade.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.